Event description:
Reporter noted error code 401 occurred repeatedly during vitrectomy. Rebooted 4 times, then completed extrusion manually, using system for air only. No injury reported, but surgeon felt injury could occur. Patient's condition is reported as poor, due to underlying disease.